Event description:
It was reported that damage occurred to the pump housing and usb port. There was no adverse impact to the customer's blood glucose level. The customer was instructed to continue using the current pump and rely on an alternate method if necessary. Tandem technical support arranged for a replacement pump to be sent, instructed the customer on how to prepare the current pump for return, and provided guidance on setting up the new pump. The customer was informed about needing to program settings and connect their cgm to the replacement pump, and shipping arrangements were confirmed without requiring a delivery signature. Customer will continue to use current pump.